Event description:
Customer reported that the device illuminated the service indication and logged a fault code indicating its failure to detect the installed battery. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported fault code logged in the memory. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly on a test mock up device at the failure analysis center and observed the assembly failure to charge the installed battery. The root cause of the reported malfunction was the failure of the u8 ic chip which then caused failure of the u6 ic chip and c50 capacitor.